Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. On 14-may-2020 it was reported that starting a few months ago the patient¿s pump had a couple of stalls, but they recovered. It was confirmed that there had been no MRI or emi (electromagnetic interference) exposure. The pump was now stalled again, and the patient was going through baclofen withdrawal. The reporter was planning to follow-up with the physician to get a replacement scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a company representative on 16-may-2020 who reported that there were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was interrogated. The actions and interventions taken to resolve the issue was the pump was replaced. The issue was not resolved at the time of the report. The pump was used to deliver compounded baclofen 2500mcg/ml dose not reported and dilaudid 3mg/ml dose not reported.